Event description:
During a surgical procedure a cannula broke off inside the patient. As a result, the incision was extended by approximately 1 inch and the surgical time was increased by 1/2 hour in order to retrieve the broken piece. All foreign bodies were removed successfully. No patient injuries or procedural complications resulted.